Event description:
--

Manufacturer narrative:
(B)(4). The system remains implanted at this time and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). The system was subsequently explanted. Additional observations of impedance issues and no pacing output were reported. The lead was surgically abandoned and was not returned for testing. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this patient came to the hospital by ambulance following cardiac arrest due to suspected loss of capture from a system issue. A boston scientific representative checked the thresholds and programmed the device to maximum outputs to assure capture during recovery. Threshold measurements had increased over the past six months. Another boston scientific representative performed a device interrogation and confirmed that the patient was stable with maximum device outputs. The physician wants the patient to recover and will bring the patient back in two to three weeks to schedule a revision procedure. No adverse patient effects were reported.